Event description:
(B)(4) case ID: (B)(6). Initial report: this non-serious spontaneous report was received from a physician via our affiliate in (B)(6). This report involves a (B)(6) female pt who was administered sculptra (poly-l-lactic acid) 1 ml on (B)(6) 2006, 10 ml on (B)(6) 2006, 20 ml on (B)(6) 2006, 20 ml on (B)(6) 2006, and 25 ml on (B)(6) 2006, to the eyebrows, cheeks and oval (nos). No medical history or concomitant medications were indicated. A physician reports that a female pt treated with poly-l-lactic acid on five different dates developed granulomas in the injection areas after the second application. This pt has not had any similar events after treatment with other products or with sculptra. No histology or other laboratory tests were performed. She was treated with trigon depot (triamcinolone acetonide)/hyaluronidase. The event was ongoing at the time of this report. The rptr's causality assessment for sculptra was indicated as not assessable.